Event description:
The patient tested pt's blood glucose on the suspect device and it was 234mg/dl at 5:15, 5:20pm. Pt took 20 units of 70/30 insulin. At 9:17 pm, pt rechecked blood glucose on the suspect device and it was 228 mg/dl. At 10pm pt was found unconscious. Pt was given jelly by spouse until pt regained consciousness.